Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with improper configuration of touchscreen audio. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing found no hardware faults and was not able to reproduce the loss of sound reported.system logs and screenshots were reviewed. There is no evidence in the log data related to loss of sound at any point. Although the reported problem was not confirmed through a visual or functional evaluation, it is possible that some external electrical noise or electrostatic discharge to the touch panel's pcb or the power management board may have interfered with the audio control. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, the sound feature on the cori console stopped working after plugging in the tablet. The rep tried increasing the volume but even at the maximum setting there was still no sound. They tried unplugging the tablet but that didn¿t work either. They had plugged in the tablet and lost sound on the femur and tibia array visibility screen, right after drill registration and the surgical settings screen. The surgery was completed with the same reported device. No injuries or delay were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).